Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated they were able to clear the alarm. Customer stated that they were unable to complete pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged pump error 43 alarm found on (B)(6) 2021. The insulin pump was received with a pump error 38 alarm during rewind. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 43 alarms during testing due to pump error 38 alarms. Successfully downloaded the trace/history files using thump. A review of the downloaded history files shows two (2) unexpected pump error 43 alarms [(B)(6) 2021 at 17:34 and 17:51] and three (3) pump error 38 alarms [(B)(6) 2021 at 21:42 and 21:44]. The insulin pump was cut open to perform visual inspection and corrosion/moisture damage was found on pcba 1, motor, force sensor, and corrosion on the motor home switch. Pump error 38 alarms are due to corroded motor home switch. A test p-cap locks into the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. The insulin pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify pump error 43 alarms during testing however, pump error 43 alarms is confirmed due to being found in the history files for the event date (B)(6) 2021 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.